Event description:
Customer reported experiencing frequent occlusion issues with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the procedure. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and call back if issues persist.